Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer stated that they are unable to properly fill the tubing on the insulin pump because the act button responds intermittently. Customer needs to press and hold the act button down multiple times to get it to work. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected prime/fill anomalies were noted during testing. The passed the displacement, rewind, prime, basic occlusion and occlusion tests. The pump had intermittent button response on the act button due to flattened dome switches. No damage was noted on the keypad traces, and the connector on the lcd board was not unlocked during visual inspection. The pump had minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.